Manufacturer narrative:
The device was evaluated and it was found to have 3rd party tampering and blood inside the display. The unit will not be repaired and will possibly be switched with a refurbished unit.

Event description:
It was reported that when the unit was returned to the manufacturer for repair of a cracked/damaged lcd display, the unit was found to have blood inside it. It was initially reported by the account that there was no pt involvement and no medical intervention. However, due to the blood that was found inside the unit, attempts were made to obtain/clarify the information on adverse consequences and medical intervention. No further information has been obtained.